Event description:
The customer reported the collimators closed down without command. This issue is likely to result in the inability to view a usable fluoroscopic image and result in a loss of imaging functionality. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv (high voltage) cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.